Event description:
It was reported that the patient experienced inadequate stimulation and frequent charging of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was disposed by the facility.